Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hypotension which resulted in hospitalization. There are patient related factors that could have contributed to the hypotension; the patient was non-compliant with the midodrine which was prescribed for hypotension and the patient transitioned to hemodialysis. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event hypotension remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient was hospitalized for hypotension. Details surrounding the hospitalization are unknown. According to the peritoneal dialysis registered nurse (pdrn) the patient had switched to in-center hemodialysis and was non-compliant with midodrine which was prescribed for hypotension. The pdrn added that the patient was on hemodialysis when the hypotension occurred. The patient was transferred back to peritoneal dialysis after the event.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.